Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 580 mg/dl. Troubleshooting was performed, and found that the basal rates were incorrect. The customer had one basal rate programmed for one hour. The rest of the time the basal rates were programmed at 0.0. Assisted in correcting to the proper settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.